Event description:
It was reported while using bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter, the hub of an unspecified number of devices does not screw on correctly resulting in sample leakage, loss of vacuum and hemolysis. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D1: medical device brand name: bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, a total of twelve retained samples underwent visual inspection, and six retained samples underwent functional tests. All units passed the inspections. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: clog, inability to attach as intended and sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter, the hub of an unspecified number of devices does not screw on correctly resulting in sample leakage, loss of vacuum and hemolysis. No adverse impact was reported regarding the patient or user.